Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed and not detected on the communication bus. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that sub drawer 2.2 failed to detect on the communication bus. The field service engineer (fse) reseated the row board and retractor band, but the issue persisted. Further fault isolation indicated a potential failure of either the pyxibus or the sub drawer board. The fse replaced the drawer controller, but the issue persisted. Finally, the fse replaced the pyxibus board to resolve the issue. The fse verified all the bus cable connections and confirmed proper drawer and pocket operation. The system functioned as intended after the field service engineer repaired the device.